Event description:
It was reported that the vns patient underwent a vns system revision on (B)(6) 2015. The lead was replaced due to high impedance and the generator was replaced prophylactically. It was reported that diagnostics had returned high impedance in 2014 and that the stimulation was disabled. The explanted devices were returned to the manufacturer on (B)(4) 2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the generator was completed on (B)(6) 2015 and it confirmed that the device performed according to specifications. No anomalies were found on the generator. The battery showed an ifi=no condition. Analysis of the returned portion of the lead was completed on (B)(6) 2015. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Since a portion of the lead which includes the electrode array was not returned to the manufacturer, analysis cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.